Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device. The patient experienced high blood glucose levels of mg/dl and purulent discharge at the pod infusion site (back). Once at the hospital the patient was diagnosed with an infection at the infusion site. At the hospital the purulent discharge was removed at the infusion site. The patient was prescribed ibuprofen to be taken for 1 week. The patient was released from the hospital after 1 hour.